Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that agent  walked caller through successfully connecting to ins. At that time, the caller said there was a possibility that the ipg was flipped. Caller said they could feel the "rim" of the battery instead of the flat face. When asked, the caller confirmed with the patient that they would feel it flip "from time to time," and first noticed this "pretty soon" after the implant procedure. The caller successfully connected a second time on the call. The caller confirmed that the patient has been getting therapy despite the flipped battery. The agent reviewed how a flipped battery can affect the ability to connect to ins. All questions answered to the caller's and patient's satisfaction.